Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind. Error alarm confirmed in history file due to corroded motor home switch. Unable to perform displacement test, basic occlusion, occlusion and no delivery tests due to motor error alarm.

Event description:
The customer reported a motor error alarm during normal use. The customer also stated that the insulin pump went through an airport body scanner. Advised the customer that the insulin pump would be replaced. The customer also reported that she was experiencing a low blood glucose of 48 mg/dl. The customer had treated with juice, food and candy. The customer handed the phone to her husband, and he stated that the customer was not feeling well. He stated that he would be calling the paramedics for assistance. Nothing further was reported.